Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the image disappears intermittently. Due to disconnection in the cable unit, the displayed image had flickering. A cable break at the plug was detected. This resulted in interference stripes in the image and the sporadic failure of button 2. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus loaner asset that was sent in the service center for inspection. There is no patient involvement. Upon evaluation of the device, it was observed that the image disappears intermittently. This medwatch is being submitted for the reportable issue of intermittent image loss as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the image failure is due to a faulty cable. The following information is stated in the instructions for use (IFU): ¿[precautions against frozen or lost endoscopic images] never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ olympus will continue to monitor field performance for this device.